Manufacturer narrative:
(B)(4). Additional information was requested by teleflex. It was reported the device is not available for investigation. It was reported current patient condition is unknown and cannot be obtained. It was reported that another cvc was inserted successfully. The investigation into this complaint is in progress at the time of this report.

Event description:
The customer alleges the needle hub has a crack and air entered due to this defect.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges the needle hub has a crack and air entered due to this defect.